Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2020-13575, related manufacturer reference number:2017865-2020-13576, related manufacturer reference number:2017865-2020-13578. It was reported that the patient presented with an infection. The device had eroded through, the header and the lead were visible without manipulation. The entire system was explanted. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.